Manufacturer narrative:
The pump was received with loud motor noise during rewind due to faulty motor. The pump passed the displacement, rewind and basic occlusion test. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, scratched reservoir tube window and scratched case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump would squeal when rewinding. The customer states they felt uncomfortable with the pump. The customer's blood glucose level was 115mg/dl. The customer was advised the pump would be replaced and returned for analysis.